Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. Reportedly, the ipg pocket was extremely painful and it was believed the ipg had migrated lower in the body. As a result, the patient is awaiting surgical intervention.

Event description:
Follow-up information provided the patient underwent ipg revision on (B)(6) 2019. Therapy was restored.